Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump had a power system error, low battery alert and replace battery now alarm. The customer's current blood glucose level was 138 mg/dl at the time of the incident. The caller reports the power system error is recurring. The missing low battery alert prior to the replace battery now alarm is followed by a power loss alarm. The customer did troubleshoot the issue. The insulin pump was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms, power loss alarms or battery power loss alarms noted during testing. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The device was received with cracked select button keypad overlay and minor scratches on lcd window.